Event description:
Device was replaced for recall, FDA. When it was evaluated by physio-control, the failure analysis lab observed that the charge-pak and attention icons were displayed, that the internal batteries were charge depleted, and there was excessive off-current leakage. There was no pt use associated with this.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177.